Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: exec summary: no physical device samples were returned. As a sample was unavailable for return a thorough sample investigation could not be completed. Based on the investigation results an exact cause for this incident could not be identified. A review of the complaint lot history check was performed for damage issues on lot # 1238557 and the review did not reveal any detected abnormalities during the production process that could have contributed to this defect where all quality tests were found to be within specification. No non-conformance's were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review for batch 1238557 was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd hypo-posiflush anesthesia syringe/needle had damage issues. The following information was provided by the initial reporter: the user reported a filter needle that the part that connects to the luer-lock syringe is broken or jagged and sharp and does not fit on the syringe.